Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during preparation while unpacking the physician noted the clamp was broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device has been evaluated and is now deemed reportable.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was returned. The fracture surfaces presented no inclusions, voids or other casting imperfections. The hemostats appear to have been properly formed. The condition of the returned unit was not consistent with the complaint incident that the clamp broke but rather the hemostat broke. It remains unknown if the defect occurred due to supplier quality, manufacturing/ packaging or customer handling/prep of the device. Therefore the most probable root cause is undeterminable. A review of the device history record was performed for lot 14625549 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14625549.